Event description:
It was reported that while in the cath. Lab the pump stopped and the monitor wave pattern became flat. There was a system error however , the pump shut down and as a result the code for the system error is unknown. The pump was exchanged off the patient. There was no reported patient death, injury or complications. There was no reported delay in iabp therapy. Medical / surgical intervention was not required. The patient outcome is listed as "good".

Manufacturer narrative:
(B)(4).additional information received on 06/22/2015. The catheter was not removed. Therapy was not delay because the iabp was exchanged immediately. The length of pumping time was not able to be obtained from the hospital. While the pump worked, the plug was not disconnected. Evaluation: no parts or recorder strips were returned for evaluation at the (B)(4) facility. Software level 2.24ja the system error message is unknown. The pump was checked by teleflex (B)(4). The technical service team could not reproduce the reported complaint. There was nothing found pertaining to the issue. Unrelated to the reported complaint, the battery and fos connector assembly were replaced as part of the periodic replacement as the (pm) preventative maintenance check. A device history record (DHR) review was conducted for the iabp lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Other remarks: conclusion: the reported complaint of "the pump stopped and the monitor wave pattern became flat" is not confirmed. The pump was checked by teleflex (B)(4) and no problem was found related to the reported complaint. No parts or recorder strips were returned to teleflex (B)(4) for evaluation. The cause of the reported complaint cannot be determined.

Event description:
It was reported that while in the cath. Lab the pump stopped and the monitor wave pattern became flat. There was a system error however , the pump shut down and as a result the code for the system error is unknown. The pump was exchanged off the patient. There was no reported patient death, injury or complications. There was no reported delay in iabp therapy. Medical / surgical intervention was not required. The patient outcome is listed as "good."

Manufacturer narrative:
(B)(4).